Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and he could not duplicate the reported event. Functional verification testing was completed without further issues and the unit was returned to service. However, he removed the pump from the console and the hospital will use this pump as a backup. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue the investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during procedure. The user hand-cranked the pump until a back up device was used to complete the case. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: to investigate the reported event the pump serial read-out was analyzed by livanova. Results revealed that the pump stop was caused by maximum torque value reached during procedure. Specific warnings were triggered immediately at procedure start indicating an inadequate occlusion value set by the user with respect to use conditions. These warnings were not followed by actions required by the instruction for use. Indeed, in this case, the user is recommended to reduce pump speed or check the occlusion or tubing size.